Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) as it displayed high out of range (oor) pacing lead impedance (pli) measurements. Noise was oversensed. There was pacing inhibition observed but was less than two seconds of asystole. The cause of the oor pli was not determined, and the competitor rv lead was replaced. At this time, this device remains in service. No adverse patient effects were reported.